Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked while administering anesthetic.the following information was provided by the initial reporter: "16 g cannula (bd) one way valve failed during anaesthetic. Recognised straight away and patient re-cannulated straight away."

Manufacturer narrative:
H6: investigation summary there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record review found no non-conformances associated with this issue during production of this batch. Bd understands the importance of our products to your clinical practice, and we strive to provide highest quality devices on the market. Though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated. H3 other text : see h10

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked while administering anesthetic. The following information was provided by the initial reporter: "16 g cannula (bd) one way valve failed during anaesthetic. Recognised straight away and patient re-cannulated straight away."